Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 (B)(4) , serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. H3: analysis was performed for product: (B)(4) , lot number: p923280. It was reported that the event logs report intermittent faults indicating illuminator voltage measured lower than recommended operating voltage. The laser was functional. The status message read "illuminator hardware fault. Return for service." The psu passed an accuracy test (aak) at .204mm, with a passing threshold of 0.250mm. Codes b01, c08 and d02 are also applicable to this analysis. A05: applicable to localizer faulted. A1102: applicable to the 'localizer faulted' message. A23: applicable to the issue occurring during bootup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system booted into a "localizer faulted" error. The likely cause of the issue was bumped status. The network device interface (ndi) toolbox determined the issue to be a "hardware error", the system was not bumped. There was no patient involvement.

Manufacturer narrative:
H2: a24 was submitted in the previous regulatory report in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.